Event description:
It was reported that the device had a failed accuracy test +6.55%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) correction: d9 date returned to manufacturer: 7/25/2024. H2) device evaluation: h3, h6: one device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Reported problem of a failed accuracy test was not verified with visual inspection. Accuracy tests were performed that did not duplicate the problem. The manufacturer representative trimmed the expulsor to correct the issue, and the pump passed all functional tests and performed as intended after repair.